Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise after pocket was closed. Fluoroscopy confirmed lead terminal was not past the connector block. The pocket was reopened and the lead was further inserted. It was noted that there probably was some residual air in the header. The ra lead still remains in service. No additional adverse patient effects were reported.